Event description:
During a procedure utilizing "super peep" the customer reports that the sv300/300a ventilator will not deliver a peep of 50 cm h20. The customer reports that the ventilator's peep drops to 20 cm h20 and the ventilator chatters on several units. There was no alarms activated. Ventilator settings are not available at this time. There was no pt injury.